Event description:
On 2/10/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. The deployment was reportedly without difficulty and the pt was discharged home. One week later (2/17/98) the pt presented with right-sided symptoms (description of symptoms unknown). An abdominal aortogram with bilateral runoff was performed; a filing defect of the right common femoral artery was noted with total blockage of the profunda. The pt was taken to surgery where the collagen was found to have been deployed in the artery. The surgeon noted an intra-arterial thrombus extending to the knee. The native common femoral artery was very diseased; however, the surgeon was unable to determine if the anchor had hooked on plaque (which may result in intra-arterial collagen deployment). The pt reportedly tolerated the procedure well and remains without sequelae. As of 3/27/98 there have been no reports of further complication made to the MFR.